Manufacturer narrative:
(B)(4). Batch # n56j6d. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise with no apparent damaged. As the original anvil was not received, further investigation with the original anvil could not be performed. The washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery: diverticulitis. What is the experience of assistant with the device: very experienced, has fired many before per the surgeon feedback. When attempting to fire, was the assistant able to get the firing handle parallel to the device itself: unknown. What was the shape of the staples: please describe. Unknown. Where in the green range was the indicator when the device was fired:yes. What was the thickness of the tissue: unknown. Was the anvil attached to the device itself before firing: yes. When was the safety released prior to firing: yes. Did the healthcare professional wait 15 seconds and retighten before firing the device: unknown. Were the donuts inspected: if so, please describe. No donuts, device did not cut. Was the washer inspected to confirm the firing sequence was completed: washer was not cut. If so, please describe. What is the current patient status: unknown.

Event description:
It was reported that during a robotic low anterior resection procedure, the surgeon claims that the assistant went below to fire the stapler connecting the proximal and distal colon and the stapler would not fire, she could not get the stapler to "crunch". She tried and tried to get the stapler to "crunch" and get the audible feedback was unattainable. The surgeon reported that it stapled but did not cut, therefore making it difficult to remove. The surgeon has to make mini pfannenstiel incision, resect colon again and use another contour and like device to finish anastomosis with no issues vs. Staying robotically laparoscopic.